Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, believed to be due to atrophy. A revision surgery was performed to remove and replace the cuff. No device issues and no additional patient complications were reported.